Manufacturer narrative:
The reported issue of overheating could not be replicated. However, dose is continuous stimulation (1 on, 0 off). Reduced battery life is expected with continuous stimulation therapies. Refer to report # 06-02765 - tr-pdbt-2-programing depletion testing. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while operating, outside temperature while charging, and the internal temperature while operating. Results are as follows: outside thermal temperature while operating: 30.9°c, outside thermal temperature while charging: 28.9°c, internal thermal temperature while operating: 31.3°c. The outside thermal temperature while charging was 28.9°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in continuous stimulation. Continuous stimulation rates remain acceptably low; thus, CAPA is not required. Continuous stimulation rates will continue to be tracked and trended.

Event description:
The patient reported their wearable antenna assembly was overheating and causing a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.